Manufacturer narrative:
The ICD was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing. The analysis of the returned device data confirmed the clinical observation. However, based on the information available for analysis, there is no indication of an ICD malfunction. Subsequently the returned lead under complaint was subjected to an extensive analysis. Multiple signs of wear along the lead body were noted. In particular in the distal area of the lead, near the shock coil, the insulation was found rubbed through. This damage can be considered as the root cause of noise which led to shock delivery as mentioned in the complaint description. The characteristics of this damage indicate an unexpected excessive wear out of the lead. Thus it is assumed that the lead had been subject to severe mechanical stress in the implanted state. Causes for elevated stresses are difficult to determine. It cannot be excluded that an accumulation of different factors had impact on the wear out of the lead. These factors might have been interaction with modified tissue, significant cardiac motion due to an adverse lead position including slack or a potential increased ingrowth which had impact on the lead's motion. Furthermore tortuous cardiac anatomy, high activity levels of the patient and significant manual labor involving the upper body are known contributing factors. The manufacturing process for these devices was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. Particularly the final acceptance test proved the ICD functions to be as specified.

Event description:
After an implantation period of approximately 29 months, oversensing with inappropriate therapy was reported. The lead was explanted, but not yet returned to biotronik. Should additional information become available this file will be updated.